Manufacturer narrative:
The software analysis determined that they were unable to determine probable cause without further information since the behavior cannot be replicated. Due to the fact that the cd was no longer available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733467, version #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the images were loading inverted without a 3d model. Troubleshooting included technical services walking the manufacturer representative through changing the pixel offset. The issue did not resolve. So they attempted to manually change the CT pixel offset and that still did not resolve the issue. No patient was present at the time of the event.